Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. However a secondary issue was noted as spc pin 2 lifted high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported that during an unknown laparoscopic gyn procedure, the tissue pad fell off of device and into the patient. The tissue pad was retrieved laparoscopically without harm to the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 4 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.